Event description:
Report received from abbott international affiliate (abbott canada) of an overdose of narcotic due to an inadequately seated cassette. The report states: "the mini-bag contained 100ml of morphine solution (concentration unk at this time). The nurse primed gemstar IV set and forgot to clamp the tubing and attached it to the patient. The nurse then placed the cassette into the pump and did not push it in all the way (pushed it in partway so it did not engage and close the clamp). The pump was then programmed for bolus only. Although she started the pump, without the pump being activated to initiate the dose, pump does not warn user to check the cassette. The nurse did not realize that she put the cassette in wrong and that she forgot to clamp the line. As the pump was in bolus mode and the patient did not request a bolus dose, the pump delivered by gravity from the mini-bag to the patient over a one hour period. The patient was given narcan. The patient was extremely sleepy. The patient was kept in ICU for evening for observation and in the morning the patient was in the normal ward back on pca pump. The patient received 65mg of morphine in 1 hour. Three doses of narcan were given (dose unspecified) while the patient was in the recovery room from 0930 to 1800. Though the affiliate, abbott canada, was queried for further information, no further information was provided.